Event description:
Customer reported that once the anchor was inserted halfway, it would not advanced any further. The anchor could not be removed with the inserter. Case was converted from fully arthroscopic to open and the anchor was drilled out using a # 5 "oates" reamer. Anchor was intact upon removeal and another anchor was successfully inserted. The issue caused a delay of "at least 1-hour". The insertion site was prepared with a 2.5mm drill bit as stated in the IFU. Procedure was successfully completed and no patient injury was noted. It was confirmed that the anchor broke at the eyelet location not within the threads. They were not able to confirm whether the surgeon used the ao-2 finger technique or if axial alignment was maintained.